Manufacturer narrative:
The codman disposable perforator (ID 261221) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a potential cause of the reported failure may have been related to the angle held and/or pressure applied during use or a weld deficiency. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a perforator (ID (B)(4)) outer sleeve almost disassembled when pulling it from cranium after making the fourth burr hole. It was disassembled completely when it was placed on the operating table. All the parts were recovered. Total number of burr hole made by the product is 4 and the drill used with the perforator is unknown. Information about the patient and surgical delay is not available. According to information provided, it is unknown if the drill was electric or pneumatic. It is also unknown if the perforator clicked into place in the drill, and if the recommended spring tests were performed between each burr hole. The patient's condition is unknown.